Event description:
Information was received indicating that a smiths medical medfusion pump exhibited audible alarm post and acu watchdog error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower right front corner and the right plunger case was cracked. A review of the event history log identified auxiliary control unit (acu) watchdog and primary audible alarm post. During functional testing was unable to duplicate the acu watchdog (is a sympathy alarm to the primary audible alarm post) or primary audible alarm post error at power up. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.